Event description:
It was reported that after a peripheral intervention of a vessel above the knee, arteriotomy closure of the common femoral artery was attempted using two perclose proglide devices. Reportedly, when the proglide devices were retracted to harvest the suture, the sutures came out with the knots remaining intact. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. It was not specified if the operator was trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.